Event description:
The patient reportedly exdperienced external headpiece retention problems. The external headpiece was exchanged. However, the patient reportedly experienced intermittencies. In 2005, the patient was seen by a company representative for device evaluation. Adequate external headpiece retention was achieved. Testing performed confirmed that the patient's device was no longer functioning. Surgery was scheduled to explant the patient's device.